Event description:
It was reported that the system 9800 displayed a series of low output errors regarding fluoro function. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation with the in house biomed staff member. The malfunction was verified. It was determined that the x ray tube, snubber circuit board, and battery should be replaced. A complete filament calibration and alignment was performed. The system was tested and found to be working as intended and placed back into service.